Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo was informed about the event with participation of the sara 3000 active floor lift. The event occurred in (B)(6) facility in (B)(6). It was reported that when the resident was lifted up and the wheelchair was removed, the resident dropped back and fell with the lift down to the floor. No injury was reported.

Manufacturer narrative:
On 28 sep 2018 arjo was informed about the event with the participation of the sara 3000 active floor lift and active clip sling. The event occurred in resident atrium am wall facility in germany during transfer of the resident (male weighing 140 kg). When the resident was lifted up and the wheelchair was removed, the resident dropped back and fell with the lift down to the floor. No injury was reported. The evaluation of the sara 3000 and active clip sling involved in the event did not show any functional issues with these products. They were working in accordance with the specification. The lift had worn silence blocks and ripped handgrips, however these failures did not have any impact on the functionality of the device. The sara 3000 lift was under arjo service and maintenance contract. The last service/maintenance was performed on 26 oct 2017. Additionally, information provided to the complaint record confirmed that "the resident was not able to stay by itself". Following the intended use section, the person using sara 3000 must meet the following conditions to use this lift: " sits in a wheelchair, is able to partially bear weight on at least one leg. Has some trunk stability, dependent on carer in most situations. Physically demanding for carer. Stimulation of remaining abilities is important." On the basis of the information collected, it can be determined that the facility staff has not followed the procedure regarding safety transfer of the resident described in the instructions for use. The clinical assessment, which is required before using sara 3000 active floor lift was not carried out. The IFU (B)(4) warns: "before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person". It can be concluded that the resident involved in the event did not meet the above-mentioned criteria and should not be transferred using the active floor lift. In this case, the passive floor lift should be used to transfer the resident with limited mobility level. The lack of medical assessment and decision to use the active lift with the resident who was not able to bear his weight could contribute to the event- when the wheelchair was pulled away (which support the resident) the resident lost his stability and tipped over with the lift. If the caregiver follows every guideline given in the device IFU, there is a very low possibility of any potentially risky situation to occur as all sara 3000 lifts have been designed, produced and certified to meet the requirements of the iso (B)(4) stability test. To avoid recurrence of such situations, the training for the facility staff will be conducted to ensure that the safety instruction included in the instructions for use are known for the facility staff and to emphasize that the resident medical assessment and selection of the appropriate device is required to ensure safe transfer . When reviewing reportable complaints related to sara 3000 and similar ceiling lifts registered during the last 5 year, there were no more complaints related to the lift tipping with the resident was found. Based on that, it can be concluded that the event was the single one. The arjo device played a role in the event as it was used with a resident at the time of the event. The floor lift did not meet its performance specification. The complaint was decided to be reportable due to fact that the device tipped over with the resident.

Manufacturer narrative:
Two sections were incorrectly provided to the previous report and needed to be corrected: f9 approximate age of the device and h4 device manufacturer date.